Manufacturer narrative:
Concomitant medical products: product ID: dtma1q1 crtd, implanted: (B)(6) 2020; 5076-52 lead, implanted (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the cardiac resynchronization therapy defibrillator (crt-d) it was noted that the device encountered suspected electromagnetic interference (emi) as there is signs on rvc-can electrogram. It was also reported that the right ventricular (rv) lead had evidence of t-wave oversensing (twos), and possible loss of capture. It was later noted that the rv lead exhibited high threshold. The crt-d and rv lead remain in use. No patient complications have been reported as a result of this event.